Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the helix of this right ventricular (rv) lead fractured during implant. This lead was attempted but not implanted. The procedure was completed with the use of a non-boston scientific lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.